Manufacturer narrative:
Device evaluation: the evo-fc-10-11-4-b device of lot number c1741960 involved in this complaint was returned for evaluation, with open, original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020. In summary the following results were observed in the lab evaluation: flexor was found to be kinked approximately 102cm from the distal end. Flla adapter was found broken. Stent was not returned. Handle was actuating with slight resistance. Cannula exposed from handle. Cannula intact, not separated. Polyimide was slightly kinked on return, it was likely due to transport returns or as noted in complaint description "the prosthesis could have damaged the endoscope by removing it." Following the lab evaluation an additional information was requested to aid with this investigation: -can you please ask if the stent was discarded? ¿there was no impact on the stent¿ -can you advise why the stent were not returned? Please clarify. "The doctor removes the stent form the catheter after the procedure and puts it in the trash." As per additional information received, it clarified that the device had not been reprocessed as indicated on the complaint form, an additional evo-fc-10-11-4-b was used, which is what the user was referring to when they said 'reprocessed'. Documents review including IFU review: prior to distribution all evo-fc-10-11-4-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-4-b device of lot number c1741960 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1741960; upon review of complaints this failure mode has not occurred previously with this lot #c1741960 the instructions for use ifu0062-6 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. It is likely that the initial failure here was the kinked flexor which led to deployment difficulties, as noted in the complaint description the ¿in the middle of the procedure the prosthesis becomes blocked and we can no longer release¿. The flla adapter breakage and the red cap was detached from the safety wire possibly occurred while ¿the doctor decides to break the red release wire to free the stent¿. A possible root cause could be attributed potentially to tortuous patient anatomy when the device was inside the patient, it is possible that during deployment tortuous patient anatomy may have caused kinked flexor and led to stent deployment issues. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device broke during the procedure as per ssc update: "use of a covered metallic biliary prosthesis of the cook brand. Once in place with the prosthesis in the bile ducts we start to release it. In the middle of the procedure the prosthesis becomes blocked and we can no longer release it despite manipulations from the gastroenterologist and the nurse. It was therefore decided to remove it and used another instead. " the consequences were a loss of time due to the change of material during the procedure, an extension of the patient's intubation and anesthesia time. The prosthesis could have damaged the endoscope by removing it. The defective stent is available for analysis. "As per cc form": implantation of an evolution stent for stenosis of the lower bile duct. Release of 2/3 of the stent when it is impossible to continue the release. The trigger of the pistol is blocked - action: rescue attempt by recapturing the stent but impossible to do the rear recapture. So the doctor decides to break the red release wire to free the stent, but the wire is detached with a metal part inside the gun. But the stent is still hooked to the blue release catheter. The blue catheter and stent are removed from the duodenoscope to implant another evolution.